Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller was not getting "valid readings" on the ventricular output channel of the external pulse generator (epg). The status of the epg is unknown, but appears to be in the location of the biomedical engineer, to be used for referencing. No patient complications have been reported as a result of this event.

Event description:
It was reported that the caller was not getting "valid readings" on the ventricular output channel of the external pulse generator (epg). The status of the epg is unknown, but appears to be in the location of the biomedical engineer, to be used for referencing. No patient complications have been reported as a result of this event.